Event description:
It was reported that customer experienced recurring cartridge alarms, including cartridge alarm 20, with consecutive cartridges on pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.